Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional reported that patient had multiple falls and the device stopped working. Patient was implanted with one more device when the first device started not working and it was left there in the body. Patient now had two systems implanted in the body. Patient's information was not available in the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.